Manufacturer narrative:
A sample has been returned for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system did not sheath properly after use and a nurse obtained a contaminated needle stick injury. The source patient received post exposure lab work and all test results were negative. The nurse chose not to receive any post exposure prophylaxis.

Manufacturer narrative:
Results: one used unit was received without original package. A visual inspection revealed that only the safety device with the needle cover and flow plug loosened was returned. The exposed needle was observed because the safety mechanism was not properly activated. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6146712. A manufacturing review revealed that no equipment, instruments, process, or surfaces could have caused the reported failure. Conclusion. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.